Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information received indicated that this lead also exhibited high pacing threshold measurements. A revision procedure was performed and the ra lead was surgically abandoned. A new ra lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
All available information indicates this lead will continue to be monitored. No additional information is available at this time. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information via remote monitoring that this right atrial (ra) lead exhibited high pacing impedance measurements greater than 2,000 ohms. In a review of historical date, this issue appears to have started approximately nine months ago and has intermittently remained out or range. No adverse patient effects were reported.